Event description:
The patient was a (B)(6) male. The target lesion was in the proximal rca. It is unknown if the lesion was a de-novo, but was heavily calcified and moderately tortuous. Pre-procedure stenosis was 99%. A guiding catheter (mach1: 6f kr3 sh) was engaged and a guidewire (runthrough) crossed the lesion. Pre-dilation was conducted with a balloon (lacrosse: 2.5/10mm) in the mid through distal rca. Ivus was advanced, but it would not cross the lesion and so additional pre-dilation with the balloon was conducted. Ivus was successfully conducted. A cypher select+ (2.5/13mm) stent was implanted at the target lesion without issues. Ivus was conducted and stent mal-apposition was confirmed. Therefore, the stent delivery system (sds) of the cypher select+ was re-delivered inside the stent and was inflated to 16atm. During this inflation the balloon ruptured. The sds of the cypher select+ was retrieved from the patient and post-dilation was conducted with a different balloon (potenza: 2.75/10mm) instead. The procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). During percutaneous coronary intervention (pci), the balloon of a cypher stent delivery system ruptured when it was used for stent post-dilation of a deployed cypher stent. The patient was a (B)(6) male. The target lesion was in the proximal right coronary artery (rca). The lesion was described as heavily calcified and moderately tortuous. Pre-procedure stenosis was 99%. A guiding catheter (mach1: (B)(4)) was engaged and a guidewire (runthrough) crossed the lesion. Pre-dilation was conducted with a balloon (lacrosse: 2.5/10mm) in the mid through distal rca. Ivus was advanced, but it would not cross the lesion and so additional pre-dilation with the balloon was conducted. Ivus was successfully conducted. A cypher select+ (2.5/13mm) stent was implanted at 16 atms at the target lesion without issues. Ivus was conducted and stent mal-apposition was confirmed. Therefore, the stent delivery system (sds) of the cypher select+ was re-delivered inside the stent and was inflated to 16atm. During this inflation the balloon ruptured. The sds of the cypher select + was retrieved from the patient and post-dilation was conducted with a different balloon (potenza: 2.75/10mm) instead. The procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. The product was not returned for evaluation; therefore, no extensive analysis could be performed. A DHR review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Without the product available for analysis, the complaint could not be confirmed and therefore it is not possible to draw a conclusion about a clinical relationship between the device and the event. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Based on the limited information provided, there are possible vessel characteristics, specifically the heavy calcification that may have contributed to the event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Event description:
It was confirmed that the stent was deployed at approximately 16atms.